Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-09498. (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device could not be interrogated and exhibited premature eri. The device was explanted and replaced. The patient was in good condition following the event.